Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the pump¿s black box revealed multiple battery alarms following pump reboot events. There were unexplained pump reboots. There was no battery cap or cartridge cap returned so all testing was performed with test caps. The pump intermittently powered on with a test battery cap. The test battery cap was unable to tighten. The current draws were within specification. Unrelated to the original complaint, the battery compartment was found to be cracked in the thread area and from the thread are to the case seal. There was evidence of moisture contamination inside the battery compartment. The pump case was found to be cracked. The audio bolus button cover was found to be torn but still responsive to user presses. A leak test revealed a leak at the crack in the pump case and at the battery compartment crack. The pump case was removed and there was evidence of additional moisture found inside the pump on the battery canister.